Event description:
Caller states patient tested in the 5's (inr) on the coaguchek s system while a comparison lab returned in the 2's (inr). No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.